Event description:
It was reported that there was bleed back in the catheter, after flushing also continuous blood reflux happened in the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep1710 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was bleed back in the catheter, after flushing also continuous blood reflux happened in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The returned sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration, and no leaks were found. A microscopic observation revealed no damage or defect on the valve of the returned catheter. Biological residue was observed encircling the catheter tubing near the valve; however, no residue was observed in the valve itself. While the exact cause of the reported event could not be determined from the returned sample, possible contributing factors of bleedback in a groshong catheter include build up of biological residue, residue within the catheter valve, and catheter position within vasculature. H3 other text : evaluation findings are in section h.11.